Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hypotension which warranted hospitalization. Currently it is unknown if the patient was actively performing ccpd therapy at the time of the event. The etiology of the patient¿s hypotensive event is unknown; however the pdrn stated the pd catheter (not a fresenius product) malfunction played a contributory role in the hospitalization requiring; removal and replacement. Additionally, the pdrn reported the event was ¿believed¿ to be unrelated to rrt and/or the liberty select cycler. The liberty select cycler was not returned to the manufacturer for product investigation, therefore it cannot be assessed for possible contributory involvement. Based on the available information, a possible causal or contributory relationship between the patient¿s adverse event and the liberty select cycler cannot be excluded. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and hypotension remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported the patient was hospitalized for hypotension.the pdrn reported the patient was transferred to the intensive care unit (ICU) for unspecified reasons. Reportedly the patient¿s pd catheter malfunctioned due to migration, and was removed and replaced. The pdrn stated the cause of the hypotension remains unknown. The discharge summary was unavailable. The pdrn stated the patient ¿may have been¿ connected to the liberty select cycler at the time of the event. The pdrn also stated the pd catheter malfunction played a contributor role in the hospitalization. It is unknown if any fresenius device(s) and/or product(s) were utilized during the hospitalization.